Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Visual analysis of the returned device identified a fracture at the proximal end of the metal cap due to the fiber being bent. The glass cap exhibits devitrification at output window. Fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystallize. The fiber was functionally tested with the helium-neon (hene) laser fixture and the aim beam was observed at the output window. There are no signs of additional breakages besides mentioned along the length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Rough handling of the fiber during procedure contributed to the fiber damage that likely led to the pulsating output. Based on the investigation results a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure fiber life was seen after 920 joules and 15 seconds were expended. The flow valve was opened and the fluid was observed to be coming out of the metal cap window. Pulsating was observed on the tip of the fiber but no overheating courtesy messages were displayed. A second fiber was used to complete the procedure without clinical consequences to the patient. Analysis of the returned device identified a fracture at the proximal end of the metal cap.